Event description:
A temperature alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was disconnected from the pump when the alarm occurred, leading to a malfunction, and a replacement pump was arranged.